Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The product was received in good condition with no visible damage observed. Acqpc and imgpc were installed into a gold standard system and tested for functionality. The system meets specifications of the ilab system functional feature test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02304 and 2134265-2016-02305. It was reported that automatic pullback failure occurred. A motor drive unit (mdu) was used in conjunction with a coronary imaging catheter and a sled to view the lesion; however, it was noted that pullback stopped during pullback was performed. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02304 and 2134265-2016-02305. It was reported that automatic pullback failure occurred. A motor drive unit (mdu) was used in conjunction with a coronary imaging catheter and a sled to view the lesion; however, it was noted that pullback stopped during pullback was performed. No patient complications were reported.